Event description:
It was reported the device failed test on sensitivity. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the battery contacts were compressed and the battery release was contaminated. Upper case, lower case, two side bail covers, and ring cover were broken. Lead flex cover was contaminated,o ne side bail was missing, and the ring was bent.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).